Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 55-year-old male with a history of cardiomyopathy was supported with an impella cp via percutaneous femoral arterial access, after which he was transitioned to an impella 5.5 via right axillary/subclavian surgical arterial access. At the time of impella 5.5 explant, upon reopening the wound, blood-tinged pus was observed and submitted for culture, with the causative organism under investigation. The vascular graft was also sent for culture testing. The wound was irrigated with heparinized saline and povidone-iodine, and the vascular graft was resected as much as possible prior to closure. A subcutaneous drain was placed and drainage was ongoing. Additional interventions included administration of antibiotics, culture sampling, and wound irrigation. The physician confirmed the presence of infection and continuation of antibiotic therapy. No device malfunction was reported for either device, and the devices were not removed due to a failure mode. The event was not attributed to the impella devices per customer. The patient survived to explant.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.